Event description:
During implantation of a trochanteric fixation nail, the helical blade hit the nail and caused a divot in both the nail and blade. The surgeon tried using another helical blade, but it got caught on the divot of the nail. The tfn was replaced and a new helical blade was used to complete the procedure. This report is #1 of 3 for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional code: hwc. A review of synthes device history records revealed the 12mm/130 degree ti cannulated tfn 170mm-sterile was manufactured by synthes and 1 part was released to the warehouse on (B)(6) 2013. The product was reworked under a screening notice. The original DHR was also reviewed and had no information that would indicate an issue. No ncrs were generated during production. Review of the device history records showed that the increased handling due to rework could have resulted in a damaged product.